Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead was unable to be removed from the pacemaker's header. The lead was eventually disconnected after breaking apart the header. The pacemaker was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of failure to disconnect was not confirmed. As received, a complete device was returned with battery voltage at the elective replacement level. A visual inspection indicated that the header was damaged and the right ventricular lead has been removed from the device. A longevity assessment was performed and the device was in the normal range of operation with appropriate remaining longevity. No other anomalies were seen.